Manufacturer narrative:
It was reported to abbott a patient was unable to connect with their ipg. The patient controller (pc) app displayed: "generator is no longer paired with this device." The patient had an MRI. The patient stated MRI mode was enabled but they do not believe it was disabled. Patient reported no surgeries. The rep was unable to connect with his clinician programmer. Ts requested cp logs. The logs showed the ipg never entered bondable state. The rep met with the patient and recovered the device using the oet tool. Access to therapy was restored. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that following an MRI where the device was placed into MRI mode. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and clinician programmer were able to bond with the ipg, and restored therapy.